Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned in original package. The tip showed signs of activation. The tip, handle, shaft, tubbing and plug did not show any signs of damage. The device will be send to the manufacturer for further testing. A visual inspection was performed by the manufacturer with the following results: the device was returned in its original packaging; there was tissue debris in the active tip as well as in suction tube. The device passed the electrical but not the functional test, failing to reach the minimum flow rate. The suction failure was further investigated by subjecting the device to both positive and negative pressure. The combination of these tests was unsuccessful in clearing the blockage. The blockage was likely caused by a buildup of tissue debris at the distal end of the device. The physical complaint device was returned and investigated by atl UK. From investigations on the returned complaint device, the customer reported that the device was jammed. The investigation showed the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris at the distal end of the device. The overall complaint was confirmed as the observed condition of vapr clplse90 electrode w hand cntrls would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or product interaction during procedure. As per IFU, do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. Additionally, electrodes will wear from normal use, depending on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during pre-surgery for an unknown surgical procedure, it was observed that the vapr clplse90 electrode w hand cntrls device was jammed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. D4: UDI updated. H4: the device manufacture date was reported as unknown in the initial report. Please note that the date of manufacture has been updated accordingly.